Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this right atrial (ra) lead had dislodged. The ra lead was surgically repositioned and is now working properly. To date, there have been no adverse pt effects reported. The lead was surgically repositioned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.